Event description:
It was reported that a communications error was observed on the 9800 system. It was also noted that during fluoro operation black vertical lines were observed in the image. No patients were involved.

Manufacturer narrative:
No service information is available at this time. When information becomes available we will send a follow up report.